Event description:
Reportedly, the device was loaded and inserted with the reload. The reload became bent in the jaws of the device and a new reload was loaded. The second reload was inserted and the needle broke in half. The needle was recovered and the procedure was completed without incident. Procedure type: lap, gastric bypass.